Event description:
According to the reporter, the patient had difficulty breathing and was intubated with a no. 7 endotracheal tube urgently. The endotracheal intubation was checked and found to have an air leakage. Replacement of the tube was done. It was reported that patient had physical impairment/damaged and delayed of treatment.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.